Manufacturer narrative:
The t:slim user guide states, "never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 (mg/dl) after performing the fill tubing process while connected to the pump. The pump declared a minimum fill notification and the customer admittedly forgot to detach from their site and continued to add insulin to the cartridge and tubing. The customer consumed food to address their bg levels; however, they eventually went to the emergency room for treatment. While in the emergency room the customer was treated with food and released 4 hours later with a bg level of 131 (mg/dl).